Event description:
The consumer was charging the chair when the charger allegedly started to spark and smoke. No injury is alleged.

Manufacturer narrative:
Evaluation to be completed upon receipt of (B)(4).